Event description:
Pt contacted baxter's technical service center regarding a system error 2005 message that appeared on the display of the home pt's homechoice machine during dwell 1/4 of his automated peritoneal dialysis therapy. Per initial report, the home pt had rec'd a system error 2240 (air detection) alarm during an unspecified cycle. The home pt cleared the alarm and started therapy over with the same supplies. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the inital report.